Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient complained of having to recharge often. First it was reported that the device run down to 25% every day, but then the patient clarified it ran down 25% daily. There was also ¿oor¿ of >10 ,000 ohms on electrode 15. However, the patient was not programmed on that electrode. The patient had also always felt stimulation in the ribs since the first day of implant. The patient had groin pain and the manufacturer representative conducted programming to capture that area. Whenever the patient felt stimulation in the groin, she also felt in the stomach and side closer to the groin area. If the manufacturer representative programmed just to feel stimulation in the patient¿s back she did not feel the stimulation in her ribs or stomach. The manufacturer representative lowered the pulse width on both programs to try and get the stimulation in the groin area. The patient stated it was better, less in the stomach and a little more in the groin. An estimated recharge interval was performed with the following settings: 1000 pulse width, 80 hertz, 4.5v, the whole lead 2 anodes, 2 cathodes, 5.511ma, and 465 ohms. The 4.0 v, 450 pulse width, 1 anode, 1 cathode, and 571 ohms. The estimated recharge bol was 3.05 days and end of life (eol) was 2.48 days.